Manufacturer narrative:
Investigation ¿ evaluation: a review of device history record, complaint history, quality control, specifications and visual inspection was conducted on the returned product during the investigation. The returned device was found to be non-functional due to sheath damage near the handle. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use (IFU) contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The amount of force applied to the device is unknown. The complaint was confirmed based on the investigation of the returned device. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. The device history record was reviewed and no non-conformances were noted. A review of complaint history search found this is to be only one complaint associated with the complaint device lot number 7872051. Based on available information, a definitive root cause can not be determined at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a cystourethroscopy and laser lithotripsy procedure performed on (B)(6) 2017. As reported, the basket of the ncircle tipless stone extractor broke while it was being used. A second ncircle tipless stone extractor was opened and it also broke during use. As reported no part of the device remained inside the patient¿s body. No additional procedures were required due to the broken baskets. There were no adverse effects or consequences to the patient. Additional event and patient information has been requested. Two medwatch reports have been filed to capture two devices breaking during use. MFR. Report # 1820334-2017-03512 captures the first extractor basket breakage and MFR. Report # 1820334-2017-03510 captures the second extractor basket breakage.